Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have delivered two shocks as inappropriate therapy due to a change in the patients morphology that resulted in oversensing. Technical services (ts) was consulted and discussed the stored episodes. This s-ICD remains in service. No additional adverse patient effects were reported. The device has been reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have delivered two shocks as inappropriate therapy due to a change in the patients morphology that resulted in oversensing. Technical services (ts) was consulted and discussed the stored episodes. This s-ICD remains in service. No additional adverse patient effects were reported. The device has been reprogrammed and remains in service. No additional adverse patient effects were reported. At a later date, this device delivered one shock as inappropriate therapy for the previously mentioned change in the patients morphology that resulted in oversensing, so it was decided to explant it. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have delivered two shocks as inappropriate therapy due to a change in the patient's morphology that resulted in oversensing. Technical services (ts) was consulted and discussed the stored episodes. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have delivered two shocks as inappropriate therapy due to a change in the patients morphology that resulted in oversensing. Technical services (ts) was consulted and discussed the stored episodes. This s-ICD remains in service. No additional adverse patient effects were reported. The device has been reprogrammed and remains in service. No additional adverse patient effects were reported. At a later date, this device delivered one shock as inappropriate therapy for the previously mentioned change in the patients morphology that resulted in oversensing, so it was decided to explant it. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.